Manufacturer narrative:
An additional lot number was reported (lot # m019296). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages with multiple cartridges. Reportedly, the cartridges were filled with 150-250 units of insulin. The customer's blood glucose level was 390 mg/dl, which was addressed with a manual correction bolus.